Event description:
Procedure type: unk. According to the reporter: at the end of the procedure, they noticed a piece of the distal end of the cannula broken but not disengaged. There was no add'l bleeding, no tissue damage and operating room time was not extended. No pt injury was reported.

Manufacturer narrative:
(B)(4).